Manufacturer narrative:
H11: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: during physical investigation a guide wire was received. The delivered piece of the guide wire is 61 cm long the other part was not delivered. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. It was reported that during the procedure guidewire broke during procedure inside body. The broken part was retrieved by snare but with another access. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. It was reported that during the procedure guidewire broke during procedure inside body. The broken part was retrieved by snare but with another access. The current status of the patient is unknown.